Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor of loss of consciousness and seizures.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient passed out and had a seizure. It was unknown if the patient was using the continuous glucose monitoring (cgm) device at the time of the event. There was no alleged device malfunciton. No additional event information is available. No product or data was returned for evaluation. The reported adverse event could not be confirmed. A root cause could not be determined.